Event description:
It was reported from the system longevity study (sls) that the patient experienced phrenic stimulation. Therefore the left ventricular (lv) lead output was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.